Event description:
Patient was in recovery bay 7 connected to a ge carescape b650. According to the nurse, the monitor turned itself off and then back on. No injury was reported from the incident.====================== manufacturer response for monitor, multi parameter, carescape b650 (per site reporter)======================we had contacted our ge representative and were informed ge is working on providing an solution to this issue.